Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was 'nicked'. During a routine replacement procedure of the implantable cardioverter defibrillator (ICD) the physician inadvertently nicked the rate sensing portion of the lead. The rate sensing portion was replaced with a new rate sensing lead.